Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct medical device problem code. Corrected field- medical device problem code- h6.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The complaint is related to the linked patient identifier- (B)(6).

Event description:
It was reported that during a diagnostic colonoscopy procedure, the distal attachment (d-201-14304) detached/fell off and and became lost within the ascending colon when using the colonoscope-cf-xz1200i. The detached attachment was immediately retrieved using grasping forceps. The procedure was completed. No reports of patient harm.

Manufacturer narrative:
The is report is being supplemented to provide additional information based on final investigation. The complaint is related to the linked patient identifier 529775 updated fields: b5, d8 h2, h3, h6 and h11 the device was not returned for evaluation; hence it was not possible to inspect the item. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information received identified hat the issue occurred during colon fiberoscopy procedure under sedation with midazolam. No unplanned diagnostic imaging required to locate the device or confirm it was removed.